Manufacturer narrative:
The hospital would not provide microline pentax with add'l patient info. The hospital would not provide microline pentax with post operative pt info. The product was received in good used condition. A closer inspection of the jaws revealed that they were damaged. Functional testing showed that the jaw damage resulted in the clip being ejected from the clip applier. If a clip is not present in the jaws, the jaws will likely cut any tissue that is between the jaws when the device is fired. The probable scenario is the user did not realize that the clip had been ejected and fired the device. The root cause for the jaws damage could not be determined as there are several possibilities that could have caused this condition. No issues were found on the device history files.

Event description:
During a simple cholecystectomy on a woman, the last clip cut the cystic artery. The surgeon had to make an urgent laparotomy and the pt had to be transfused. The hospital would not provide microline pentax with add'l pt info. The hospital would not provide microline pentax with post operative pt info.